Event description:
Dear FDA, I am writing to express my concern about a medical device I purchased on amazon, specifically the oxygen concentrator available at the link: https://www.amazon.com/dp/b0crp76s9g. I bought this oxygen concentrator in hopes of relieving my chest tightness and discomfort. However, after a week of continuous usage, I have observed no improvement in my condition. This has led me to believe that this particular product does not meet the required standards for medical use and is potentially being sold illegally. As a consumer, I am deeply concerned about the safety and effectiveness of medical devices sold on online platforms. I fear that this oxygen concentrator, if indeed faulty, could pose a significant risk to other users, especially those who rely on such devices for critical medical needs. I am therefore requesting that the FDA investigate this product immediately and take the necessary steps to remove it from sale on amazon. Additionally, I would appreciate if the FDA could strengthen its oversight of medical devices sold on online retail platforms to ensure consumer safety and protect against the sale of unauthorized or faulty products. Thank you for your attention to this matter. I believe that prompt action on this issue will not only safeguard consumer interests but also uphold the integrity of the medical device industry.